Event description:
A complete insertion of the electrode array was not achieved during the initial implantation and further electrode migration is suspected. Hearing performance with the device is affected. Imaging was performed and the user was re-implanted with a device from another manufacturer on the (B)(6) 2021. The device was not returned from the clinic.

Manufacturer narrative:
Additional information: according to information received from the field the active electrode migrated post-operatively out of cochlea as confirmed by diagnostic imaging. In addition a complete insertion of the active electrode was not achieved at implantation surgery. According to the implant registration card two channels were left extra-cochlear. The recipient has been re-implanted. Although requested the explanted device was not received for investigation. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A complete insertion of the electrode array was not achieved during the initial implantation and further electrode migration is suspected. Hearing performance with the device is affected.